Event description:
It was reported that the device had a malfunction. The device was explanted and was replaced with a new device. It was also reported that the right ventricular, right atrial, and left ventricular leads had a sharp decrease in pacing impedance. There was a lack of sensing on all the leads. All three leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer s2d data file 17103700 shows one alert event for "a bipolar lead impedance 76 ohms", 1- alert event for "rv bipolar lead impedance 19 ohms" and 1- alert event for "lvtip to rvcoil lead impedance 19 ohms"on (B)(6) 2012. One ventricular nst=193 ms on (B)(6) 2012. One vf=190 ms average v-cycle on (B)(6) 2012.